Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During process of complaint attempts were made to obtain patient information (weight ) but not received. Event and therapy dates are estimated. The investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report: 3006705815-2020-00709, 3006705815-2020-00710. It was reported patient experienced ineffective coverage of pain relief from the time implanted. Several programming sessions were initially done and still the issue did not resolve. As a result, patient had the full system explanted by surgical intervention .